Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) had an out of range shock impedance greather than 125 ohms. A boston scientific technical services (ts) agent was contact and a data disk was sent in for review as impedance values were fluctuating. No adverse patient effects were reported. The device and lead emains in service.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.